Event description:
It was reported that during testing at the manufacturer, a broken bur was found in the attachment. There was no report of patient involvement, user injury, and no adverse consequences were alleged from this event.

Manufacturer narrative:
The drill attachment was returned to the manufacturer, and the complaint was confirmed. Based on the device evaluation, a broken bur was found within the drill attachment. The cause of the bur breakage is unknown.